Event description:
It was reported at the international therapeutic radiology conference that there were five cases of asymptomatic in stent restenosis noted at six month post procedure follow up. These were left untreated. From the info provided, it is not possible to determine the number of pts affected by the in stent restenosis, as fifty two lesions in fifty pts were treated. No other info is available.

Manufacturer narrative:
Date of death: unk. Date of event: unk. If implanted, give date: unk. Report source: other for international therapeutic neuroradiology 2009. Eval: conclusions: other for anticipated procedural complication. The device remains implanted, so was not available for eval. From the info provided, there is no indication that any device malfunction, nonconformance or misuse occurred. A review of the labeling found that restenosis is noted within the directions for use as a potential risk associated with such procedures. Therefore, it was concluded that the most probable cause of the event was anticipated procedural complication.